Manufacturer narrative:
The insulin pump was received with low battery alert; the problem was isolated to interface board. The insulin pump was tested with no off no power anomaly noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, a21 error test, and off no power test. The insulin pump had cracked reservoir tube lip. The insulin pump was missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been having a problem with the batteries. Customer has not gotten an alarm except for the off no power alarm when the battery stops working. Customer is having a problem with the display since it is barely visible at times. Customer had low battery alarms followed quickly by off no power alarm. Customer stated that she was changing batteries multiple times a day. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer stated that the battery indicator does not show less than 2 bars. Customer stated that the last battery change was today and she has been changing them daily. Customer stated that the battery does not last more than 1 week. Customer stated that the battery cap is not loose, cracked, or damaged. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.